Event description:
It was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as enterobacter cloacae. There was no report of patient impact.

Manufacturer narrative:
The panel phoenix nmic/ID-307 is an antimicrobial resistance panel that consists of a combination of the following 510k numbers: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, e. Coli was misidentified as enterobacter cloacae. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of escherichia coli as enterobacter cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241315. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show mis-ID and no-ID results for e. Coli when using the complaint batch. To investigate, two retention panels each of the complaint batch were tested using qc and in house isolates e. Coli a25922, enf 11007 and enf 11002 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using qc and in house isolates e. Coli a25922, enf 11007 and enf 11002 on a phoenix m50 machine and evaluated for identification results. All twelve panels tested identified the isolate as e. Coli, this complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed five other complaints on this batch, four of which are related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.